Event description:
It was reported the device broke during a procedure. During the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stern trial broke off the humeral stern trial inserter handle, and was left lodged in the humeral canal. The threading of the humeral stern trial that threads into the inserter handle broke off and was left in the inserter handle while the main body of the stern trial was left in the humeral canal. The surgeon had to use osteotomes and pliers to grab the remaining thread and remove the lodged stern trial. It is reported no patient injury is alleged.

Manufacturer narrative:
Integra has completed their internal investigation on nov-3-2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; when the instrument was returned to qa and compared with the device drawing, approximately 7mm of material constituting the thread was determined to be missing. Analysis of the fracture surface was conducted using a stereomicroscope and oblique lighting to determine the cause of the breakage. Fracture surface shows lines indicative of a torsional fracture break. The fracture surface shows a ductile texture with a helical pattern of fracture lines, typical of a torsional overload. This type of fracture is not caused by wear over time. The humeral stem trial is a reusable instrument; this particular one was in use for about a year. DHR review; no non-conformances were present and no issues were identified that would cause or contribute to the event. (B)(4). Conclusion: the complaint is confirmed but no definitive root cause can be determined at this time due to the lack of information available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.